Manufacturer narrative:
The initial complaint was reviewed and found to be a duplicate of another complaint (B)(4). All event details will be captured will be captured in that complaint and medwatch report MFR number 2530088-2016-10346. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found to be a duplicate of another complaint (B)(4). All event details will be captured will be captured in that complaint and medwatch report MFR number 2530088-2016-10346.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(4). Device history records review was conducted. The report indicates that the: complaint condition: threaded portion snapped off. Mfg date: 09/15/2011 ¿ lot qty. (B)(4). These parts were manufactured by taking an existing product (03.661.125) and removing the silicone handle. Then a 6mm hex coupling was added to where the silicone handle was. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an anterior lumbar interbody fusion (alif) at l5-s1 on (B)(6) 2016. Upon insertion of a temporary fixation pin (tfp) and removal to reposition the antegra plate, the threaded portion of the tfp snapped off of the main shaft, in the s1 vertebral body on the left, due to repeated use and fatigue. The broken portion of the tfp was retrieved and verified by fluoroscopy. No surgical time delay nor patient harm reported. The patient status is unknown. This complaint involves one device. Concomitant device reported: unknown antegra plate (part # unknown, lot # unknown, and quantity unknown). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Updated information (B)(6) 2017, no patient harm reported therefore complaint downgraded from (si) to a reportable malfunction (rm). There were no patient harm or adverse event reported. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated verbiage (B)(6) 2017: this complaint was initially reported as serious injury (si) with a reportable malfunction (rm). The broken portion of the tfp was retrieved and verified by a routine fluoroscopy. This report is being amended from si/rm to rm only.